Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05760. New information received notes that when the patient presented in clinic for a follow up, a possible high voltage circuit damage was noted on the implantable cardioverter-defibrillator. Low impedance was observed on the right ventricular lead. No programming change were made. Lead replacement was discussed. The patient was stable before, during, and after the event.

Manufacturer narrative:
Incorrect code was energy problem.

Event description:
New information received indicated that the device went into backup vvi mode due to electrocautery during lead revision. The device was restored from the backup vvi mode. Patient¿s condition was stable before, during, and after procedure.